Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had a ready for use ( rfu) failure flash . The customer is requesting that the device be returned for bench repair. There was no reported patient involvement.

Manufacturer narrative:
This is a duplicate of report # 1218950-2018-01138.

Event description:
It was reported to philips that the device had a (ready for use) rfu failure flash and error codes. There was no reported patient involvement.